Event description:
It was reported that a device was used during a laparoscopic sigma resection. It was reported that the device has no function and emits a continuous tone. Another device was used to complete the case. There was no consequence to the patient.